Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for a right ventricular lead repositioning procedure. The patient visited office for follow-up. Upon interrogation, the lead did not capture. The physician tried to reposition the lead, but the helix would not re-extend due to tissue growth. The lead was extracted and a new lead was implanted successfully. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. No anomalies were found.